Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer was changing their reservoir and does not know if he is leaving his set in too long. Customer was advised that the reservoir should only be used for 3 days. Customer stated that they were using the reservoir longer than 3 days. Customer stated that this was a past event. Customer does not want to return the set or reservoir for analysis.